Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-rays identified a superolateral dislocation of the r hip arthroplasty. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced a dislocation post implantation. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown. Item #unknown, unknown head, lot #unknown. Item #unknown, unknown liner, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03538.

Event description:
It was reported that a patient underwent right hip arthroplasty. Subsequently, the patient is being considered for a revision surgery due to unknown reasons. No revision has been scheduled at the time of this reporting. Additional information was requested however, none was available.